Event description:
Underdelivery during biomedical testing. The pump was returned to the biomedical department with an unsigned note that read, "broken." The note did not provide any tracking info; therefore, specific pt info, pump programming, or event details were not available. Testing at the user facility found the device delivered a measured volume of 220ml, instead of the expected 400ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was provided.